Manufacturer narrative:
Evaluation conclusion: the estimate was rejected and the device was scrapped by the customer's request.

Event description:
A ventilator was returned to the manufacturer for service. There was no report of patient harm or injury. During the evaluation of the device at the manufacturer's service center, "service required" codes were observed in the downloaded error log. The device's power management board and internal battery need to be replaced to address the issues.